Event description:
It was reported that the procedure was to treat the right coronary artery with mild calcification and 90% stenosis. A drug eluting stent was implanted and then the 5.0x12 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. The bdc was inflated once for 10 seconds to 10 atmospheres and it ruptured. A non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.